Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins had been explanted on (B)(6) 2015. It was reported that the paddle leads had been left in the patient and caused the scar tissue. No further complications are anticipated.

Manufacturer narrative:
Outcomes attributed to adverse events: marked other for strokes reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient's daughter reported that the patient "was implanted many years ago and she has a had we think strokes" and because of the device "we're being told she can't get MRI's or CT scans". The caller stated that they've has nothing but problems with ins and the patient was implanted for pain from having a broken neck. The caller further explained that the device didn't work, they couldn't take it out, it was too close to the spine and there was too much scar tissue around; patient services asked if she meant that the device did not cover the patient's pain and the caller said "no, she is saying that the device did not work but because of the procedure to take it out they can't do it is what they were told". Patient services asked if this has been the case since implant and the caller said "yes and now since it has been so long they really can't take it out". When asked if the suspected strokes were related to the device and the caller said "I don't know". It was reviewed that the patient was potentially eligible for a head or brain scan MRI and it was recommended that the healthcare professional call for more information. No further complications were reported/anticipated.